Event description:
It was reported by service report that the head end and foot end brake cranks were not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: brake crank assembly.